Event description:
On 05/11/2009 the patient reported that starting about one month ago the up and down buttons on his insulin infusion device began to work intermittently and he would have to press them several times before they would respond. He stated in 2009 he was trying to give himself a bolus of insulin and the buttons would not respond to his presses. He did not have any other insulin with him and his blood glucose elevated to 305 mg/dl before he could give himself a bolus. He had no symptoms. He said the buttons do not appear to be damaged and pop back up when pressed. The device has not been dropped or exposed to water or insulin. He stated he switched to his backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.